Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the needle came off. Another suture was used to resolve the issue. There was no patient involvement.